Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that whenever the patient turns stimulation on they feel nothing but pain in their kidneys. It was noted that the patient falls a lot. The patient was scheduled to meet with a rep on (B)(6) 2019 to address the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the kidney pain was not determined but that the patient was advised to keep stimulation on a lower setting which has resolved the issue. No further complications were reported.